Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Event description:
Litigation received. In addition to what was previously alleged, litigation also alleges elevated metal ion levels, large fluid collection in the joint, muscle damage, and muscle weakness. Surgeon¿s operative notes reported dark gray bursa, moderately large amount of blood tinged dark fluid was removed, reactive hypertrophic synovitis with acute synovitis and fluid formation, some metallosis membrane removed from the joint itself and corrosion at the taper.

Manufacturer narrative:
(B)(4). Added: (lot,expiry), (patient/device).

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges limping, muscle ache, fatigue, nausea, bruising, increasing depression and elevated metal ions. After the review of medical records for MDR reportability, patient was revised to address failed left total hip replacement with chronic elevated cobalt chromium ions and disruption of the gluteus medius and minimus tendons. Revision notes stated that there was a slight fluid fluctuance overlying the greater trochanter, gluteus medius and minimus tendons disruption, blood tinged dark fluid, tissue reaction, reactive hypertrophic synovitis, corrosion was noted, and metallosis. Clinical notes reported chronic hip pain and swelling. Stem added due to reported elevated metal ion levels and corrosion but not revised. There are no lab results reported.